Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 411 mg/dl at time of incident and the current blood glucose level was 130 mg/dl. The customer was assisted with troubleshooting. The customer was treated with syringe for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did used to auto mode feature at the time of event. Customer was alleging insulin pump was under delivering due to she disconnected daughter from pump placed it under a colored sheet of paper and the paper never got wet. Customer¿s mother was reported unexplained high blood glucose and thinks that the pump was under delivering, mother stated that she disconnected daughter from pump placed it under a colored sheet of paper and the paper never got wet. The device will be returned for analysis.